Event description:
It was reported that the patient had a surgical site infection during the stage 1 trial. It was unknown that there was an infection until the bandages were removed. The pocket appeared to be slightly open with pus oozing from the site. There was also pus where the extension exited the body on the contralateral side. The lead was explanted. It was noted that the patient had fecal incontinence. The trial was successful and therapy worked extremely well for the patient. There was no alleged product issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0mqlv, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).